Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose level of 400mg/dl. The customer states they had bent cannula. The customer declined to troubleshoot for the highs and attributes the rise to bent cannula. The customer was assisted with replacement sets. The customer was advised replacements would be sent.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.